Event description:
A home pt contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during dwell 2/4 of their automated peritoneal dialysis therapy. Baxter's technical service center assisted the home pt in ending therapy early. The home pt completed dialysis by starting a new therapy with the same supplies. Per the home pt, no pt injury or medical intervention was associated with this incident.